Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow-up, myopotential oversensing was observed on the device. Abbott technical support recommended reprogramming to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event. The patient was in stable condition.